Event description:
It was reported that the customer had problems with her insulin pump. The customer had a delivery anomaly, over-delivering. Customer stated she made a change and noticed that her blood glucose was high. Customer stated that the reservoir had not reached the insulin pump. Customer thinks she gave herself too much insulin. The blood glucose reading was 117mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.